Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2023-16766, 2017865-2023-16769, 2017865-2023-16770. It was reported during post implant follow up that wound dehiscence was seen at the pocket site and infection was suspected. The atrial, right ventricular and left ventricular leads were all explanted. The implantable cardioverter defibrillator was repositioned to the other side of the body. The patient was stable following explant.

Manufacturer narrative:
The lead was returned for analysis after explant. Visual examination found no malfunctions.